Manufacturer narrative:
The product is not available for evaluation; therefore testing on the actual device could not be performed. Device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Stent occlusion is identified in the labeling as a known inherent risk of trabecular micro-bypass stent surgery. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR reference # (B)(4). Please reference 2032546-2017-00048, 2032546-2019-00080 and 2032546-2019-00114 for the other 3 reports of stent obstruction identified in the article. (B)(4).

Event description:
The following was reported through a review of the literature manuscript titled "I stent trabecular micro-bypass stent implantation with cataract surgery in a (B)(6) glaucoma population". Four (4) cases of stent occlusion by the iris were reported. This report is for 1 of the 4 cases of stent occlusion summarized below. A patient presented five months post-op with stent obstruction by iris that was treated with yag laser two and half months later. The stent was noted to be re-occluded by iris the following week. The stent was subsequently explanted and re-implanted in an alternative position two months later. Additional information was requested.